Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), they were using the hemopro 2 device to harvest the saphenous vein. After the dissection was completed, they attempted to load the bisector into the harvesting tool of the hemopro 2. They stated that it took a lot of pressure to get the bisector to slide into the device, more than ever required. Once this was done, they inserted the hemopro 2 device into the leg to start branch ligation. However, it was quickly noticed that a black plastic shaving was laying in the evh tunnel. This was grabbed with the hemopro 2 device and fully removed. Due to the tension inserting the bisector and the plastic shaving, it was felt that the device was no longer safe to use. Therefore, the defective device was removed and a new kit was opened. The remainder of the case was finished without difficulties and there were no adverse outcomes due to the defect.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25153273 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 28dec2020. An investigation was conducted on 18feb2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on both the harvesting tool as well as on the cannula. The cannula was observed to be intact. The c-ring was observed to be intact. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula. There was no resistance detected upon inserting the endoscope into the cannula. The returned harvesting device was inserted into the cannula. There was no resistance detected that could be felt unusual upon inserting the harvester into the cannula. There were signs of clinical use and evidence of blood observed on the jaws. The silicone on the hemopro 2 tool jaw was observed to be intact. The black insulation was observed to be slightly peeled off the shaft of the hemopro 2 nearest to the jaw. The reported failure "peeled; shaft insulation" was confirmed but not confirmed for the failure "fitting problem".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), they were using the hemopro 2 device to harvest the saphenous vein. After the dissection was completed, they attempted to load the bisector into the harvesting tool of the hemopro 2. They stated that it took a lot of pressure to get the bisector to slide into the device, more than ever required. Once this was done, they inserted the hemopro 2 device into the leg to start branch ligation. However, it was quickly noticed that a black plastic shaving was laying in the evh tunnel. This was grabbed with the hemopro 2 device and fully removed. Due to the tension inserting the bisector and the plastic shaving, it was felt that the device was no longer safe to use. Therefore, the defective device was removed and a new kit was opened. The remainder of the case was finished without difficulties and there were no adverse outcomes due to the defect.